Manufacturer narrative:
All relevant device history records (dhrs) for the relay pro nbs (n4) thoracic stent-graft system (28-n4-30-164-30u) with final assembly lot# 2501300298, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on (B)(6) 2025. There were no nonconformances or reworks in relation to this device. Per the event narrative, there was resistance experienced while advancing in position 1. While retracting in position 2, it was found that the distal spring of the graft was still captured in the introducer sheath. The proximal stent was then released. The physician then moved the gear selector to position 4 and managed to deploy the remaining stent and the delivery system was removed from the patient. A review of the device history records showed no issues were found during the manufacture of the device. The device was not returned for investigation. The pre-case plan and CT-imaging were requested but were not available due to hospital policy. Based on the event narrative, it is likely that the braided sheath was compressed while trying to advance in position 1. This could have caused the graft to not be fully advanced, even when the deployment grip was at the white marker; however, without the return of the device this could not be confirmed. The event narrative also states that fluoroscopy was unclear, and the tip of the outer sheath was not visible; therefore, the physician could not confirm that the distal stent of the stent-graft was outside the introducer sheath before proceeding to position 2. In the "warnings and precautions" section of the relay pro (m4/n4) instructions for use (2844-8324 rev. H) it states to "always use fluoroscopy to visually confirm that the stent-graft's distal marker bands can be seen approximately 2 cm outside of the outer sheath. This ensures the inner sheath has completely exited from the outer sheath. Retraction of the inner sheath prior to fully exiting the outer sheath could lead to incomplete deployment of the stent-graft." In the "directions for use" section, the IFU instructs to "upon reaching the intended proximal landing zone, visually confirm that the stent-graft's distal markers bands can be seen approximately 2 cm outside of the outer sheath. If the stent-graft's distal marker bands do not appear to have exited the outer sheath, while in position 1, press the disengagement button and hold the deployment grip stationary while pulling back on the gray stationary grip until the stent-graft's distal marker bands have exited the outer sheath by approximately 2 cm. Verify that the white arrow marker has been covered by the deployment grip assembly." Additional information was requested from the rep involved in this case but was not available due to hospital policy. In conclusion, a review of the device history records showed no issues were found during the manufacture of the device. The root cause of the reported failure of difficult to advance the secondary sheath out of the primary sheath could not be determined. The root cause of the reported failure of the distal stent being inside the introducer sheath in position 2 was user error, as the physician did not follow the IFU instructing the user to use fluoroscopic control to ensure the stent-graft was outside the introducer sheath before proceeding to position 2.

Event description:
"Unable to deploy the stent graft: after advancing the delivery system to the descending aorta, the deployment grip was rotated with the controller in the "1" position to advance the inner sheath. However, the inner sheath did not advance. After rotating the deployment grip a little, the inner sheath began to advance. Therefore, the procedure continued. The physician assumed that the delivery system tip got caught on the already implanted stent graft. Since fluoroscopy was unclear, the tip of the outer sheath was not visible. Therefore, the inner sheath was deployed after confirming that the deployment grip covered the white arrow marker. As the inner sheath was deployed, it was confirmed that the distal stent was not unsheathed and deployed within the outer sheath. The clasp was released, and then the controller was turned to the "4" position. The remaining stent was successfully deployed by pulling the delivery system while fixing the stainless-steel rod. Subsequently, the procedure was successfully completed. Physician's comment: I have no idea why the stent graft deployed within the outer sheath, even though the deployment grip covered the white arrow marker. This may have occurred because the delivery system tip got caught on the already implanted stent graft, causing the deployment grip to spin freely. Operation type: tevar, no blood loss. No image available due to hospital policy, no pre-case plan available due to hospital policy, no additional information available due to hospital policy. (Tc#: bm 250900273)". Patient outcome: "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.